Manufacturer narrative:
The results of the investigation are inconclusive since the product was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to clinic. Interrogation revealed that the atrial lead appeared to be pacing the ventricle. Fluoroscopy confirmed lead dislodgment, and the lead was explanted and replaced. The patient was asymptomatic and had no complications from surgery.